Event description:
At 3 years and 11 months after primary the surgeon revised all the knee system for tibial component loosening. Grooves and wear found on the insert, some tissue was removed from the femur because full of pe.

Manufacturer narrative:
Batch review performed on 18 march 2022: lot 174566: 103 items manufactured and released on 11-oct-2017. Expiration date: 2022-10-02. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event since 2018. Preliminary investigation performed by r&d manager: revision surgery of a gmk sphere implant after 4 years from primary surgery due to tibia loosening. During the revision surgery, the surgeon identified some very deep and significant grooves / wear on the tibial insert, both on the medial and lateral side. They also removed some tissue from the femur where the pe wear has moved to. Pictures of the explanted tibial insert have been sent for investigation. Some dents and scratches can be seen on both the medial and the lateral articular surfaces of the insert. Despite of that, the insert doesn't look completely worn out or functionally compromised; reason for this unexpected damage could be the presence of a third body; it is also possible that the mobilization of the tibial component could have generated some debris of cement that acted as third body when interposed between the femur and the insert generating uhmwpe debris. No details nor pictures have been shared to comment the tibia loosening. Reasons for tibial loosening and for third body wear remain unknown. There is no evidence that the event is related to a faulty device. Other device involved: batch review performed on 18 march 2022: gmk-sphere 02.12.0510fr tibial insert fixed sphere flex #5/10 mm r (k121416) lot 174810: 50 items manufactured and released on 20-nov-2017. Expiration date: 2022-11-12. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event since 2018.

Manufacturer narrative:
Clinical evaluation performed by medical affairs department. At 4 years after primary cemented tka the tibial baseplate gets loose and requires revision. At surgery, deep scratches are found on the pe insert, which is not polished as it should normally be. This indicates the presence of a third body, not displayed in the radiographs. Associated with the tibial loosening, in our opinion the most probable cause is one or more loose cement fragments, that got trapped in the articulation, were milled to powder but dug the pe insert abnormally, without creating significant damage to the femoral component.